Event description:
It was reported to the MFR that the vns pt's device could not be interrogated. Troubleshooting did not resolve the event. The pt's device is suspected to be at end of service but a battery life calculation performed on the pt's device showed approximately 1.33 years till end of service. Good faith attempts to obtain add'l info regarding the event were unsuccessful to date.